Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in (B)(4). According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed.

Manufacturer narrative:
This report has been identified as b.braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will be created. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." Customer information: no drip sensor on the blood sets meant there was no alarm on the pump to sense when the 1st unit bag was empty, the pumps kept infusing and we were left with approximately 10mls of air in the line before the pump stopped infusing. The giving set had to be discarded, losing the remaining volume primed in the line (approximately 20mls). The smart pump cnf team (in the hospital) were bleeped and arrived promptly. Enquired with her team about this issue who then informed the unit that they must change their routine way of programming the pumps with vtbi for each individual unit bag, and also when setting the pumps vtbi for the first unit bag 30mls must deducted from the total bag volume to account for the approximat line priming volume of 30mls. It was discussed that this is not ideal and leaves a lot of room for the risk of occurrence of errors.